Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Prior to the explant procedure the device stopped functioning and the patient experienced bradycardia. The patient entered ventricular fibrillation and had to be externally shocked. The device was explanted and replaced. The patient was stable post-procedure, but was disorientated and had to be intubated due to lidocaine toxicity.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
(B)(4).